Event description:
A 2.5 mm diameter x 30 mm length endeavor rapid exchange (rx) drug-eluting coronary stent was deployed with no issue reported. The target lesion was located in the prox-mid lad and was pre-dilated. The relevant stent was deployed overlapping one other endeavor rx stent deployed at target lesion during procedure (MFR # 2953200-2010-01362). It was reported that the procedure was completed with confirmation of complete apposition of the stents. However, it was reported that approx 3 months post implant ischemic stroke developed. Communication from the field reported that the pt remained impaired. It was reported that there was no relationship between the event and the relevant device or the procedure.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (several co morbidities), (cva).